Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard titanium pps closed box femoral - right 62.5 mm, item #: cp115732, lot #: 837170. Biomet finned primary stem 80x15 mm, item #: 141320, lot #: 884540. Biomet regenerex primary tibial tray 71 mm, item #: 141273, lot #: 770260. Vanguard ps+ tibial bearing 24x71/75 mm, item #: 183754, lot #: 486500. Biomet tibial locking bar, item #: 141205, lot #: 984380. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03453, 0001825034-2017-03454, 0001825034-2017-03455, 0001825034-2017-03452 and 0001825034-2017-03458.

Event description:
It has been reported that following a revision of the tibial bearing, the patient continues to experience extreme swelling in her knee. She believes she is having an allergic reaction to the devices. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed. The tibial tray was assembled with the stem. The bearing exhibits heavy gouges and dents on multiple surfaces. The bearing's articulating surface has scratches in the direction of articulation. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. All the metal components that were implanted into the patient are made of ti-6al-4v alloy which doesn't contain the above-mentioned components which the patient was allergic to. The components are press-fit and no bone cement was used to implant the product. The root cause for the recurring effusions and pain cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It has been reported that following a revision of the tibial bearing, the patient continues to experience extreme swelling in her knee. She believes she is having an allergic reaction to the devices. Additional information received indicated patient is scheduled for a revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is further reported that the patient was revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.